Event description:
Device malfunction: none. Symptoms/ae: neurological event, bradycardia. Time of symptoms: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt had a neurological event which included some right sided weakness and some slurring of speech. Additionally, post procedure the pt was taken off beta blockers to manage the pre-existing bradycardia and to access whether a pacemaker would be implanted. A heparin drip was started. It was determined that since the bradycardia was asymptomatic, the pacemaker would not be inserted. Four days post procedure, the bradycardia returned to baseline, the neurological symptoms were listed as continuing but improving and the pt was discharged to home. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Bradycardia and neurological complications are known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. No device issues were reported.